Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the illuminator. The system was tested and verified as ready for use. The illuminator has been evaluated by the failure analysis (fa) team. Fa was not able to confirm the reported complaint via system logs. Upon visual inspection, no issue was found that would relate to the reported complaint. The unit was then installed and programmed onto the golden system where the reported failure was replicated. An error 48241 was triggered pointing to failing illuminator. Based on these findings, fa concluded the probable root cause is an electrical component in the lluminator.

Event description:
It was reported that the illuminator was not turning on. No other information was provided.